Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, because electrical contact of video connector was shaved. The image was not displayed, due to damage on the charged coupled device (ccd) unit. The image was not displayed, due to a dent on bending tube, right left (rl) lever did not move smoothly, due to wear of angle wire, bending angle in the up direction did not meet the standard value. The video connector had a crack and was scratched. The light guide (lg) connector, the lg-cover glass, switch (sw) 1, the lock engagement (fe) lever, up down (ud) plate, rl ever, angulation lever, the grip, the control unit, and the rl plate had a scratch, and the adhesive on the (a-rubber) had a chip. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakages. Upon inspection of the customer¿s returned device it was observed, the device had no image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.